Manufacturer narrative:
H10: photographs of the sample and the actual device were provided for evaluation. Visual inspection of the pictures did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the actual sample shows the product unpackaged, wet and without protective caps. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. A leakage test of the dialysate side was performed, and no leakage was found. To exclude an internal leakage of the product, an additional leakage test of the blood side was performed, and no leakage could be found. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 14l had an external fluid leakage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.